Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an issue where the image could not focus normally. The issue occurred during the examination of the digestive tract. It was completed using an olympus backup device. There were no reports of patient harm.